Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection device. The customer reports that when the device was removed, the needle detached from the hub of the device and remained in the patient. In response, the customer was able to grasp the needle and successfully remove it from the patient. There was no reported impact to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway upon completion the results will be forwarded.